Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 15mm x 2.25mm nc quantum apex balloon catheter was advanced to the lesion for post dilation. The balloon was inflated however it ruptured under nominal pressure on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).